Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the epic device was returned for analysis. Visual and tactile examination identified that the stent was received partially deployed on the delivery system but with no issues with the tip of the device. The outer sheath had a kink approximately 2mm distal from the distal end of the pull grip. No issues were found on the handle. The safety lock was in place on the rack of the device. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 01sep2025. It was reported that shaft kinked occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified common iliac artery. A 10x100x120 epic stent was selected for treatment. During the procedure, the catheter shaft was kinked at near the handle. The device was removed from the patient intact and was replaced for a different device to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed that the stent was partially deployed.

Manufacturer narrative:
B5 - describe event or problem section updated with additional information received. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the epic device was returned for analysis. Visual and tactile examination identified that the stent was received partially deployed on the delivery system but with no issues with the tip of the device. The outer sheath had a kink approximately 2mm distal from the distal end of the pull grip. No issues were found on the handle. The safety lock was in place on the rack of the device. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 01sep2025. It was reported that shaft kinked occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified common iliac artery. A 10x100x120 epic stent was selected for treatment. During the procedure, the catheter shaft was kinked at near the handle. The device was removed from the patient intact and was replaced for a different device to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed that the stent was partially deployed. The epic device was returned for analysis. Visual and tactile examination identified that the stent was received partially deployed on the delivery system but with no issues with the tip of the device. The outer sheath had a kink approximately 2mm distal from the distal end of the pull grip. No issues were found on the handle. The safety lock was in place on the rack of the device. No other issues were identified with the device. It was further reported that there was no portion of the stent that was deployed prior to removing from the patient.